Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00086, 00087.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product.

Event description:
Allegedly revised due to fractured component. Orig surg date unknown at this time.

Manufacturer narrative:
(B)(4).